Event description:
On december 07, 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio pro plus meter read inaccurate and misclassified blood samples as control solution results. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The reporter stated that the patient, who has a medical history of diabetes and dementia, was brought into hospital on (B)(6) 2016 at 9:33 am with symptoms of ¿fatigue, fever and low mental status¿. The reporter claimed the patient¿s blood glucose was tested with the subject meter and an alleged inaccurate result of ¿low (216 mg/dl)¿ was obtained which the meter flagged as a control solution result. In response to the ¿low¿ message, the patient was reportedly administered IV glucose at 9:33 am. The reporter claimed the patient¿s ¿level of consciousness decreased¿ on arrival at hospital although no symptoms of hyperglycemia were observed. The reporter claimed the patient¿s blood glucose was further tested with the subject meter at 10:06 am and 10:11 am and results of ¿405 and 119 mg/dl¿ were obtained respectively which the meter flagged as control solution results. The reporter claimed the patient's blood glucose was tested with the subject meter at another unspecified time but was unable to provide the alleged inaccurate result obtained. The reporter confirmed the patient¿s blood glucose was tested on a laboratory device at 9:33 am and 10:06 am and results in the ¿200s and 400 mg/dl range¿ were obtained respectively. The treatment the patient received was unspecified; however, the reporter confirmed the patient¿s blood glucose was not treated with insulin but was left to decrease naturally to within normal range. The subject products were replaced and requested back for evaluation this complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to all returned test strips being used in the investigation of another complaint. A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.